Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. Troubleshooting was performed and after checking the carelink reports, the customer was informed that the pump stopped insulin delivery before low. The customer treated low blood glucose with food and emergency medical service. The customer experienced symptoms such as dizzy and loss of consciousness. The auto mode feature was activated at the time of the low blood glucose event. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue to use the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added/corrected which was not included/correct in the initial report. The information has been provided in section b5 and h6 (health effect - impact code) with this report.

Event description:
Customer reported a past event of having a low with sensor glucose of 50 mg/dl. Customer experienced dizziness and lost consciousness. Customer admitted to the emergency room and was given a serum and carbohydrates to treat the low. Helpline said, per the carelink reports, the pump had stopped insulin delivery before the low and that the pump had predicted the sensor glucose and gave insulin as needed based on carbohydrate counting and active insulin. Helpline advised the customer to check the pump settings with the doctor. Helpline told customer that smartguard aggressiveness might be affected by smartguard target and active insulin time. Per helpline, pump was working properly. Pump was used at the time of the incident. Per customer, smartguard was used and auto correction was on. So, per customer, sensor was used.